Event description:
Rptr can't walk very far, she hurts all the time, can't clean her house, can't job, can't do anything like she used to, can't ride in a car very far at a time, can't drive, can't horse back ride, can't have sex with her husband because of the pain she is always in, has trouble with her bowels, and had a bad heart attack one month later. Rptr takes pain medication and muscle relaxers.